Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a malfunction of the implant (leak of fluid).

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed leakage at the connector site. One connector sleeve detached easily. Two fingers on the connector cage appear to be flattened. No functional abnormalities are noted with cylinder #1, cylinder #2, the pump, or the reservoir. Quality concluded the two flattened fingers on the connector cage resulted in a loose fit of one connector sleeve. This, combined with the positioning of the tubing, could have resulted in a slow leak in this area. The information received indicated the device was functional for approximately 3 years. The information received did not indicate if there was a loose connection at the time of implant. Therefore, quality is unable to determine when the connector fingers became flattened. However, over time this loose connection could allow the loss of enough fluid for the device to become inoperable.